Event description:
It was reported that patient underwent primary hip replacement two months prior. According to the surgeon, during the implantation of pinnacle porocoat, the screw fell through the cup hole with part of its cap; control radiography showed that the screw had pushed through the hole. The surgeon noted the moment of failure as a weakening of the tightening force on the screwdriver handle against the background of a tight force when tightening. Procedure was completed with no delay. Patient condition was satisfactory. Planned discharge on (B)(6) 2025, with standard observation, rehabilitation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: a surgeon reported an incident that occurred 2 months ago. According to the surgeon, during the implantation of pinnacle porocoat, the screw fell through the cup hole with part of its cap; control radiography showed that the screw had pushed through the hole. The surgeon noted the moment of failure as a weakening of the tightening force on the screwdriver handle against the background of a tight force when tightening. The product was not returned to depuy synthes; however, photos were provided for review. The x-ray investigation revealed that the superposed radiopaque material images plus the bidimensional view in x-rays does not permit to localized the closest hole in relationship with the screw. Therefore, the event reported cannot be substantiated. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the cancellous bone screw 6.5x35mm would have not contributed to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device m61p43 number and no non-conformances or manufacturing irregularities were identified.